Event description:
It was reported "while changing the patients clave to draw blood cultures rn noticed that the patients line was slightly wet. Rn thought it was from when she disconnected his fluids and continued to change his clave but while drawing his blood cultures his blood was a light red and on closer examination was full of bubbles. Rn couldn't see any obvious signs of holes in the line so she called the charge nurse to come and look and they talked about there being a fibrin clot at the end of the line and doing tpa to break it down. After the charge nurse left rn realized there was some drops of blood that had fallen on the bed and realized that because he has a port it wasn't a clot and that there is a hole in the port line. The hole seems to be right above the clave near one of the wings of the line. Rn then hep locked the patient because the hole wasn't big enough they couldn't get some heparin through. Pt was then we de-accessed and re-accessed."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "while changing the patients clave to draw blood cultures rn noticed that the patients line was slightly wet. Rn thought it was from when she disconnected his fluids and continued to change his clave but while drawing his blood cultures his blood was a light red and on closer examination was full of bubbles. Rn couldn't see any obvious signs of holes in the line so she called the charge nurse to come and look and they talked about there being a fibrin clot at the end of the line and doing tpa to break it down. After the charge nurse left rn realized there was some drops of blood that had fallen on the bed and realized that because he has a port, it wasn¿t a clot and that there is a hole in the port line. The hole seems to be right above the clave near one of the wings of the line. Rn then hep locked the patient because the hole wasn't big enough they couldn't get some heparin through. Pt was then we de-accessed and re-accessed."